Event description:
The customer reported that the device failed preventative maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case due to cracked on top left corner, iui¿s replaced due to corrosion in pins and missing battery pack replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record for sn 13824(B)(6)760 was performed from date of manufacture (B)(6)2013 to the present date (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventative maintenance. No patient involvement.